Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of low volume. The unit was triaged and the reported issue could not be confirmed at this time. A review of the device history record shows that this unit was manufactured in 2015 and was released meeting all manufacturing specifications. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: (B)(6) 2017 an investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer states that the pump's volume was too low. The unit was set to deliver 125ml per hour for 16 hours but pumped 1600ml instead of 2000ml. No patient harm reported. No further information available at this time.